Event description:
It was reported that the pump battery was depleting quickly and that the pump "says it can¿t charge and drops to 5%". Additionally, it was reported that there was an unknown alarm that occurred on the pump and that there was an unknown cartridge alarm. It was reported that the pump touchscreen was temperature sensitive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned